Event description:
A technician reported, four days following lasik treatment in both eyes, a patient was reporting a rainbow color effect in the left eye. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).